Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient was revised to reset the locking bar which backed out approximately fourteen (14) months post primary implantation, no implants were revised at that time. Finally underwent a revision due to the locking bar backing out again one month post reset procedure. The locking bar and tibial bearing were removed and replaced. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned locking bar showed wear (nicks and gouges). Dimensional analysis shows the locking bar is within the specifications. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ps tib brg 10x71/75mm catalog#: 183640 lot#: 365550, van ps open intl fem-rt 67.5 catalog#: 183110 lot#: j3924110. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient was revised approximately fifteen (15) months due to the locking bar backing out. The locking bar and tibial bearing were removed and replaced.